Event description:
It was reported that the rotor of the device was not spinning correctly. No additional clinical info was received prior to this report.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. No power source was returned with the device such as an electric power supply or flash or atk batteries. It was confirmed that the motor was pulsating, and it was observed that an oily substance had entered the motor, guide, and front face. The motor, seals, o-rings, guide screws, set screws, and battery support cpu board were replaced. The handpiece was returned to the customer. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.